Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing during non-sustained ventricular tachycardia episodes. Short ventricular intervals and possible t-wave oversensing (twos) were also observed. The lead remains in use. No patient complications have been reported as a result of this event.